Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that tracheotomy catheter was prolapsed, and a large amount of moderate white viscosity with a small amount of bloodcreale discharge could be coughed up, the child's blood oxygen saturation fluctuated at 67-86%, the breathing fluctuation was 36-42 beats/min, the heart rate was 144-162 beats/min, the child's lips and nail bed were reddish. After about 30 seconds of positive pressure ventilation, the child's blood oxygen saturation can rise to 97-100%, the breathing fluctuation is 36-40 beats/min, the heart rate is 112-130 beats/min, and the child's lips and nail bed are rosy. Emergency otolaryngology consultation, at 21:27, the doctor replaced the tracheomy tube at the bedside of the child, the model was 7mm, which was properly fixed, and the balloon pressure was measured to be 25cmh2o, the child's blood oxygen saturation fluctuated at 99-100%, the respiratory fluctuation was 29-31 beats/min, the heart rate fluctuated at 112-126 beats/min, the child's lips and nail bed were reddish, and the rescue was successful. The airtightness of the prolapsed tracheotomy catheter cannula was detected, and the pressure of the exposed end of the balloon was measured to be 25cmh2o, and the softness of the compressed balloon was similar to that of the normal nasal tip, and the internal airbag tightness was loose and not filling.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.